Event description:
It was reported that the physician attempted, but was unable to aspirate the catheter during a pump replacement. The reason was unknown. It was questioned if when programming the back table prime, whether it could go faster than 19 minutes. It was explained that 0.3 ml was recommended and 19 minutes was the shortest duration. The pump system was being used to deliver fentanyl and bupivacaine. It was additionally reported that the pump was replaced and the patient was doing great. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).